Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 55 (mg/dl). Glucose tablets were administered to treat bg levels. Reportedly, contact believes exercise activity may have contributed to low bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.